Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 46 fractured. Construction was a dental bridge on an implant and natural tooth. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant

Event description:
Implant fracture.